Event description:
It was reported to covidien that there is a display error. The numerals on the display are not fully showing, intermittently. There was no patient harm reported.

Manufacturer narrative:
Covidien service replaced the front display pcb (printed circuit board). (B)(4).